Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were not bale to clear the check settings alarm. Customer's blood glucose level was unknown at the time of incident. Customer stated that the alarm did not occur during the first rewind. Customer also stated that the alarm did not occur after setting the time and date on the pump before the pump was rewound for the first time. The insulin pump will not be returned for analysis.